Event description:
There was no device failure or malfunction reported. The pt was undergoing a mitral valve repair procedure. The screening "tee" of the thoracic aorta was normal. The endocoronary sinus catheter (esc) was difficult to place and a retrograde cardioplegia catheter was placed directly. The endovenous drainage cannula and endoarterial return cannula were placed without incident. The guidewire for the endoaortic clamp catheter (eac) was positioned in the ascending aorta using two attempts and the eac catheter was deflated and removed. The pt was rewarmed in preparation for discontinuing cardiopulmonary bypass. A decrease in right radial artery pressure was noted. The aorta was examined and a dissection was diagnosed. This diagnosis was confirmed by visualization of a flap in the descending aorta on tee. The ascending aorta and part of the aortic arch were replaced. On recovery from anesthesia, it was apparent the pt had suffered a stroke. On post-operative day 4, the pt had recovered most of her neurologic function with only residual weakness on the left side.